Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and that an unexpected reset occurred. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.